Event description:
It was reported that the 9600 system locked up and would not save images or send to pacs. No pt injury was reported.

Event description:
Caller reported advantage blood glucose results of 500 mg/dl and 72 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.